Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a functionality test. The cause for the failure was isolated to a short in the distribution node (dn). The cause for the short was a nicked rear pulse wire in the trunk cable shorting against the dn. The root cause for the nicked cable could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into a unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed a functionality test.